Manufacturer narrative:
(B)(4). This record is not an MDR. Customer clarified there was no package defect, instead the issue was a 1pc short count.

Event description:
Packing discrepancy. Additional information received (B)(6) 2019, the rcc clarified: customer found packaging were unsealed at the corner prior usage. The defect were found at distributor site hence this is raising packaging sterility concerns and they can¿t ship it to hospitals. I am requesting distributor whether they are able to return 1pc defect sample back to plant site.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Packing discrepancy. Additional information received 12sept2019, the rcc clarified: customer found packaging were unsealed at the corner prior usage. The defect were found at distributor site hence this is raising packaging sterility concerns and they cant ship it to hospitals. I am requesting distributor whether they are able to return 1pc defect sample back to plant site.